Manufacturer narrative:
The sample were fresh blood collected in edta 5ml vacutainer room temperature and the controls were run before the incident and recovered within range. The unit is currently performing within published specifications. Service was not dispatched for this event. The root cause for the failure cannot be revealed from the provided data. Service not dispatched.

Event description:
The customer reported obtaining a an mcv value on the unicel dxh 800 coulter cellular analysis system that failed the delta check in the lab lis for one patient. Review of the data shows the dxh 800 generated erroneous high rbc and low mcv with no instrument generated flags. Erroneous low wbc is observed for the re-run on the dxh 800. Calculated parameters using rbc as a factor (hct, mch, mchc) are also impacted. The erroneous results were not reported outside the laboratory; hence, patient treatment was not impacted and no injury or death was reported. The customer questioned the results due to an lis delta check failure. The specimen was rerun on the laboratory's second dxh showed a significant difference between the two mcvs on each analyzer. The specimen was then rerun on the first dxh and this time the mcv result matched the second dxh and also matched with patient's previous mcv value as noted in the lis, which were consistent with the patient's history. Patient results are attached.